Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels reaching 23 mg/dl. Glucose tablets, soda and carbohydrates were consumed to address bg.